Event description:
Leak in balloon noted during attempts to place stent for a lad lesion in coronary artery. Difficulty was encountered in deploying he stent due to the leak in the balloon. Stent was eventually deployed with good results.